Event description:
Two cranial surgeries were performed with the brainlab cranial navigation system, in which bilateral electrodes were placed for epilepsy recording. For each surgery (different pts) the surgeon planned two trajectories, performed registration of the pt (matching of virtual display of pt image data and actual pt anatomy), accepted the result and placed a flexible electrode using the brainlab cranial navigation system, repeated the same steps for the second electrode. In post-operative imaging the surgeon detected that the actual entry points of the electrodes deviates from their planned entry points. The deviation was 15 mm for the first pt. Nonetheless, it was possible to record the desired signal. For the second pt, the deviation could not be measured because the pt removed the electrodes in spontaneous epilepsy. The electrodes are planned to be repositioned with an add'l surgery.

Manufacturer narrative:
A comprehensive investigation by brainlab regarding the corresponding events and use of the brainlab device is currently still ongoing. According conclusion following the completion of the brainlab investigation are pending. Brainlab plans to issue a f/u report to the FDA upon completion of investigation. A risk to the pt's health could not be excluded for these specific circumstances, since the electrodes were placed in another position as intended, with the brainlab device involved.